Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported that the customer dropped the pump which disconnected the luer lock connection. The customer acknowledged that the luer lock connection was not tight enough. Reportedly, after the luer lock connection was reconnected, the customer reported seeing a very large air bubble near the luer lock. The customer successfully primed the tubing to remove the air. The customer's blood glucose level was 212 mg/dl.